Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no reported adverse impact to the customer's blood glucose level. Additionally it was reported that the cartridge leaked from the septum. Reportedly, the customer performed a syringe needle change and supply change to resolve the reported issues.